Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR) certifies that the lot based on sales history meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso (B)(4). A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 03/2018 and is approximately 3 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
Reported issue: captain tried to insert a tibial io on a patient. The needle and stylet were fused together. They ended up using a piv to gain access.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: captain tried to insert a tibial io on a patient. The needle and stylet were fused together. They ended up using a piv to gain access.